Event description:
Distal tip of screw driver broke during use in a screw exctraction procedure. Contrast stated that the driver twisted, but surgeon continued to use it and then the tip broke off. Surgeon chose to leave the screw with the tip in its hex embedded in the bone. No patient injury resulted.